Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 90cm length, model: 3189, UDI: (B)(4), serial: (B)(6), batch: 5643688.

Event description:
It was reported that the patient experienced ineffective therapy. X-ray imaging was performed; however, results were not provided. As a result, the patient had their entire system replaced via surgical intervention on (B)(6) 2024. There was no allegation against the ipg, the device was electively replaced to prevent future surgery. Therapy was restored post op. It is unknown which lead caused/contributed to this event.